Event description:
It was reported by the sales rep that the product (ez45b) was used in a lung volume reduction. It was reported that the staple line leaked and the pt died after the procedure. The rep is new to this area and the nurse just informed the rep of this event. The nurse stated that the case was "several months ago" and nurse did not remember any specific details of the case. It is unknown whether the stapler malfunctioned or if there was user error. 04/17/2000: additional info received: risk mgr at hosp notified co that no pt death occurred.